Event description:
It was reported the rapid atrial pacing led (light emitting diode) readout is missing one row of display (bottom row) and the device would not shut down but continue to flash the pace indicator. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; led (light emitting diode) display is out of electrical specification and the main keyboard is out of specification (on button is collapsed). Analysis also found the main clear cover is missing. Upper case, lower case, and both bail covers are broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.